Event description:
The following information was provided: it was reported through the filing of a lawsuit that allegedly the patient underwent a left mako tha on (B)(6) 2024. It is alleged following the surgery she was unable to bear weight and walk on her left leg, complained of stabbing pain in the back thigh of the left leg and difficulty placing her left foot flat and that her left leg was shorter than the right leg. X-rays taken on (B)(6) 2024, allegedly showed the bulk of the femoral stem of the hip implant was not in the shaft of the femur but was protruding out the posterior tip of the shaft of the femur. She was revised on (B)(6) 2024.

Manufacturer narrative:
Reported event: an event regarding malposition, pain, periprosthetic fracture, and limb length discrepancy involving an unknown hip stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.